Event description:
The patient contacted lfs alleging that his one touch ultra meter would not power on. The patient neither alleged harm nor experienced injury or medical intervention. He contacted a medical professional; however, no further treatment was sought. The patient could not recall when he last tested with the meter. The customer service representative discovered that the patient was not using the correct type of test strips. The csr walked the patient through troubleshooting and the power issue was not resolved. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter was replaced.